Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was fired and many of the staples were unformed. The staples were rectangular and not formed. The staples were removed and the staple line was over sewn. There was no patient impact. The cartridge was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.